Event description:
It was reported that the right ventricular (rv) lead dislodged shortly after initial implant. The lead was repositioned two days after initial placement. The rv lead again dislodged and a perforation was noted. It was also reported that the right atrial (ra) lead had a suspected fracture. High impedance and high thresholds were noted after the first rv lead revision. The rv and ra leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that all electrical testing was within specified parameters and an in-vivo conductor fracture was not observed. The analyst also noted that the lead was returned with non-severe explant damage and dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. The analyst noted that this is not a lead failure. (B)(4).